Manufacturer narrative:
The coaguchek xs pt test 6 strip lot number is 80257722, and the expiration date is 28-feb-2026. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The product was requested for investigation and has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
There was an allegation of a questionable inr result using the coaguchek xs pt test 6 strip with the coaguchek xs pst care kit for one patient. The initial result at 6:41 pm was 4.3 inr, and another result at 6:55 pm was 5.6 inr. The patient was not sure if her hands were completely dry when doing the first test.

Manufacturer narrative:
Medwatch section d9 device available for evaluation, device returned to MFR, date device returned, and h3 device evaluated by mfg were updated. The reporter's meter was provided for investigation, where it was tested using retention strips and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.7 inr. Qc 2: 2.7 inr. Qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation found that the returned and the retention material meet the specification, and there was no product issue found.